Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had snowflakes and there were black scratches on the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noise. The issue was found during set up for an unspecified diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.